Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had unresponsive down and back buttons. The patient's blood glucose at the time of incident was 7.0 mmol/l. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The device was not bumped, dropped, or exposed to moisture. There were no alarms accompanying the keypad anomaly. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the left arrow, right arrow and up arrow buttons and no button response on the down arrow button due to slight moisture damage on the keypad traces. Unable to perform displacement test due to no button response. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, damaged keypad overlay texture and severely peeled end cap address label.